Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An intraoperative x-ray showed that the electrode appeared to have backed out. The wound was then re-opened and re-insertion attempted. A transcanal approach with an endoscope was used. After several re-insertion attempts with fentex forceps the surgeon noticed a contact protruded from the electrode. No device deficiency was alleged. A microscope was then used with a surgical backup implant being able to insert the electrode with the 12th contact pair possibly extra-cochlear. In situ testing was indicative of a functional device.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: based on the information received, during implantation surgery an x-ray showed the electrode array to have backed out of the cochlea after insertion. The wound was re-opened and the surgeon attempted to reinsert the electrode. After several re-insertion attempts a contact of the electrode array protruded from the silicone and the surgeon decided to exchange the device with the back-up device. The device investigation shows one electrode contact (ch9) being displaced from the silastic body of the array. Damage found is in line with the information received from the field. This is a final report.

Event description:
An intraoperative x-ray showed that the electrode appeared to have backed out. The wound was then re-opened and re-insertion attempted. A trans-canal approach with an endoscope was used. After several re-insertion attempts with fentex forceps the surgeon noticed a contact protruded from the electrode. No device deficiency was alleged. A microscope was then used with a surgical backup implant being able to insert the electrode with the 12th contact pair possibly extra-cochlear. In situ testing was indicative of a functional device.